Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a white foreign material was found on the optic after implanted the iol. The foreign material could not be removed even though irrigation and aspiration (ia) was applied. The surgery was completed without product replacement. The sample is not available for return. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo shows implanted intraocular lens (iol). A mark is visible over the iol optic. The mark appears to be in white colour, white light reflections are also visible on the lens. No determination can be made on the type or the origin of the observed mark. Based on our observation of the attached photo, a mark is visible over the iol optic area. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release the manufacturer internal reference number is: (B)(4).